Event description:
It was reported that the pocket was opened for a lead revision. No information was available concerning the reason for the lead revision. When the lead was removed from the pocket, it was noted to have worn and missing areas in the insulation, where the lead was wrapped behind the ICD. The lead was cut and capped, and the removed portion was discarded.

Manufacturer narrative:
Na